Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly recovered. The recipient's device was explanted for unrelated reason please refer to MDR# 3006556115-2021-00103. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion. On (B)(6) 2020, the recipient underwent repositioning and skin flap revision surgery.